Event description:
Approximately 15 minutes after initiating dialysis treatment, patient developed dyspnea, profuse sweating, conjuctival edema, facial flushing and hypotension. The doctor immediatly terminated the dialysis treatment. Following the onset of sumptoms, 5mg of decamethasone was administered intravenously and oxygen therapy was initiated promptly. No additional information was provided.